Event description:
It was reported that a patient contacted support after experiencing another occlusion alert while administering a meal announcement, during which only a portion of insulin was delivered. The patient was instructed to disconnect from the device as if showering and to perform a tubing fill, during which insulin drops were observed exiting the tubing. The patient was then guided to clear the high glucose alarm, resume insulin delivery, and reconnect the device. The agent advised that replacement of the infusion site would likely be necessary if the occlusion alert recurred, as the supplies had been changed previously. The patient agreed to monitor blood glucose levels. The patient did not have lot numbers available for the infusion set at that time. During the event, blood glucose reached a reported high level and remained out of range for approximately 90 minutes. The elevated blood glucose could not be corrected, and the device did not alert for high or low glucose. No symptoms were reported, and no outside assistance or medical intervention was required. The patient later contacted support again after receiving an additional occlusion alert. Due to the repeated nature of the issue, the agent recommended a complete supply change. Although initially dissatisfied with the recommendation, the patient ultimately performed a full supply replacement and stated they would call back if further assistance was needed. Blood glucose was later reported as not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.